Manufacturer narrative:
Updated data: b5. Third paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and a pre-implant balloon aortic valvuloplasty (bav) as performed due to the patient¿s calcified bicuspid native valve. After the pre-implant bav, the implanting team was unable to maintain a sustainable blood pressure. The patient experienced heart failure and hemodynamic instability. Pericardiocentesis was performed for pericardial effusion. Cardiopulmonary resuscitation (CPR) was performed, and blood products administered. The valve was fully deployed, and then snared. Despite interventions, the patient passed away. Per the physician, there was a causal relationship between the death and the procedure. Additional information was received that during CPR, the valve dislodged ventricular. A snare was used to move the valve back into the annular position. The implant depth of the valve prior to the dislodge was 5 millimeters¿ (mm). No additional adverse patient effects were reported. Additional information was received that following dislodgement, the valve was no longer in the annulus and had moved up into the sinotubular junction. Per the physician, the valve nor the delivery catheter system contributed to the pericardial effusion; however, the cause was unknown.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evolutfx-2329; product lot/serial number unknown; product type: delivery catheter system (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and a pre-implant balloon aortic valvuloplasty (bav) as performed due to the patient¿s calcified bicuspid native valve. After the pre-implant bav, the implanting team was unable to maintain a sustainable blood pressure. The patient experienced heart failure and hemodynamic instability. Pericardiocentesis was performed for pericardial effusion. Cardiopulmonary resuscitation (CPR) was performed, and blood products administered. The valve was fully deployed, and then snared. Despite interventions, the patient passed away. Per the physician, there was a causal relationship between the death and the procedure.

Event description:
Additional information was received that during CPR, the valve dislodged ventricular. A snare was used to move the valve back into the annular position. The implant depth of the valve prior to the dislodge was 5 millimeter¿s (mm). No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.